Manufacturer narrative:
The insulin pump passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. However, several alarms were found in the alarm history file. The history file was corrupted.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose of 30 mmol/l. Troubleshooting was performed. The insulin pump had been without a battery for more than 30 days. Inserted a new battery, and the alarm history revealed three alarms. Further troubleshooting was not possible at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.